Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old white female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported a 69-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as escalation of therapy from an impella cp device. While on support, the patient had access site bleeding. A jackson pratt (jp) drain was placed and it had significant volume. The physician was able to fix the bleeding by going through the jp drain tunnel and suturing the pectoral muscle.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleed was most likely due to user technique, the issue was resolved after suturing the pec muscle. H6: impact code: 4641.